Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recx4024 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that when pre-flushing this PICC catheter prior to placement for this patient, the catheter was found to be damaged at 59 cm scale and leaked fluids.